Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not on bus. A field service engineer (fse) confirmed that the covering to the latch sensor was a little bit cut. So, the fse replaced it as a precaution and replaced the drawer controller board since reconnecting and disconnecting did not resolve it after replacing all those components power in the station on let it go into the application. Then verified that it was detected in there, then went into diagnostics to test out the drawer, and then the customer tested out in the application. The fse replaced the latch sensor as a precaution because it had a cut on the shield. There were no exposed wires, and the sensor was still functional prior to replacement. After installing the new sensor, fse ran diagnostics to verify proper operation, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on the bus and was drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.